Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported "pain and capsular contracture baker grade unknown." Healthcare professional later reported "capsular contracture baker grade IV and pain." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pain and capsular contracture, baker grade unknown." This record is for the left side. Device status is unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "pain and capsular contracture baker grade unknown." Healthcare professional later reported "capsular contracture baker grade IV and pain." This record is for the left side. The device has been explanted and replaced with a non-abbvie device.